Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a nurse from (B)(6) of bacterial peritonitis subsequent to receiving dianeal pd4 unknown bag therapy intraperitoneally (ip) during peritoneal dialysis (pd). On (B)(6) 2007, the patient began treatment with dianeal pd4 unknown bag therapy (dose and frequency not reported). Dianeal pd4 unknown bag therapy was ongoing. It was unknown whether the event resolved. The reporter did not provide an opinion of causality.